Event description:
Additional information was received that the patient had a decreased heart rate resulting in arrythmia.

Event description:
The patient presented to the emergency room due to not feeling well. The device was not able to be interrogated and no magnetic response occurred. The device was explanted and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that loss of pacing was noted on the device.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. The device was at end of service (eos) level upon receipt consistent with the events reported by the field. Device image could not be saved due to low battery voltage. After cutting-open the device, and connecting the device to a power source, high drain current was observed and isolated to an integrated circuit (ic) which drained the battery. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion.